Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted with worsening shortness of breath and hypercarbic respiratory failure secondary to worsening right ventricular failure. On admission it was suspected the patient's right ventricular failure had lead to worsening left sided heart failure. The chest x-ray showed diffuse pulmonary edema and bilateral effusions. Lvad speed was increased from 5600 to 5800 rpm. The patient was presenting warm and wet. Milrinone and lasix drips were initiated and the patient continued on bipap. The patient was unable to be weaned from bipap so the patient was transferred to the ICU. The patient required ventilator support. The course was complicated by bilateral pleural effusions (status post tube placement), respiratory syncytial virus, healthcare-associated pneumonia, acute right cerebellar infarct, hypernatremia, and altered mental status. The decision was made to pursue comfort measures and withdraw the ventilator. The patient expired from hypoxic respiratory failure on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Section b5: additional information. This information was reported and investigated in MFR #2916596-2019-02842.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient presented with symptoms of left-sided facial droop with last known normal of (B)(6) 2019. Sometime, around 12pm, when checking on patient, a left sided facial droop was noted. At some point, patient was noted to be confused, but unclear if that was due to medical derangements, as his mentation kept waxing and waning neuro consulted and patient found to have acute right cerebellar infarct.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.